Event description:
The customer reported that the insulin pump had unresponsive buttons and a frozen screen. Troubleshooting was performed. The customer stated that she went to bolus for a snack and the buttons did not respond. The device rested and the buttons were functioning intermittently. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.